Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported admission to the hospital because of high blood glucose level. Blood glucose level 589 mg/dl. Customer couldn¿t correct her bolus via meter and believes the infusion set cannula was the reason for the issues. Infusion set was disposed of and cannot be returned for examination.